Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and the mesh was implanted. On (B)(6) 2014, the patient was presented with urge-symptoms. As reported, the patient felt that it was taken a longer time to urinate/empty the bladder and often she must empty the bladder, again after urination, with catheter. The patient attempted a treatment with spasmolyt, betmiga and pelvic floor exercises against the symptoms. The patient underwent a revision procedure on (B)(6) 2016 to loose the mesh. Additional information has been requested.